Manufacturer narrative:
(B)(4). The additional prostyle device referenced is filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The first prostyle device deployed normally. Reportedly, the second prostyle device appeared to deploy normally; however, resistance was felt when pulling out the device out once the foot was put back down to original (closed) position. When the physician pulled the device out, the sutures from the first deployed prostyle came out snagged to the second prostyle. The anterior foot of the device (second device) was noted to be slightly open on inspection of the device after removal. The surgeon did not attempt to open or close the footplate again in an attempt to free a possible snagging of the original suture. Unfortunately the surgeon did not rewire the second prostyle before pulling it out and hence lost wire access. The groin puncture was closed with manual compression. Another puncture was made and 2 prostyles deployed successfully. The evar procedure was completed and hemostasis was achieved in the new access site with the sutures of the two prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulties could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific similar incidents. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. The reported IFU violation would not have contributed to the reported difficulties. The root cause of the reported difficulties could not be determined. The subsequent treatments are related to circumstances of the procedure. In this case, it is likely the needles of the second device went through the loop of the per close sutures of the first device. It is probable that the suture loop of the first device were left with excess slack or the rotation angle of the first or second device was insufficient or matched that of the other device. Additionally, anatomical interference with either device during placement may have caused interaction between devices. However, these could not be confirmed there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.